Event description:
Info received, indicates the left siderail will not latch due to a broken weld at the latch block mount.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.